Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an scd compression system. The customer reports during a procedure in which the patient was wearing scd compression sleeves, the patient suffered an intraoperative myocardial infarction (mi). The biomed department of the hospital did a routine check of pump and found nothing wrong; however, they want evaluation by manufacturer.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.